Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the instrument tracker was reported to be not working. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
The instrument tracker was returned to the manufacturer for analysis. The instrument tracker was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating during the case, the driver that was on the gray instrument tracker would not verify. The site tried drying the balls, and giving a quarter turn, but it still would not verify. The spheres were not being seen in the tracking view. When the site switched the tracker to a purple instrument tracker, using the same driver and same spheres, the instrument verified and was used for the duration of the case.